Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The patient¿s daughter stated that the patient was feeling low and she took her bg which was 58 mg/dl; a corresponding cgm value was not provided. The daughter went to the patient¿s house and provided her with food to raise and stabilize her blood glucose. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.